Event description:
It was reported that during a video segmentectomy procedure, the device locked. Another reload was used but the device still locked. It was necessary to perform a thoracotomy to remove the stapler. Additional info has been requested.

Manufacturer narrative:
Date sent: 10/08/2009. Info anticipated, but unavailable at this time.